Event description:
A pharmacy tech reported she heard about a male pt who experienced eye pain requiring medical treatment after using blink contacts purchased at another pharmacy. Initial follow up with the pt revealed that in '09, he used a new bottle of blink contacts lubricant eyedrops. He had removed his acuvue oaysis lenses for a couple of hours, storing them in optifree replenish. When he was ready to reapply his lenses, he opened a new bottle of blink contacts. He noted that the safety collar was in place and he 'broke' it to open the bottle. He applied one drop to his left eye and immediately experienced eye pain. He washed his eye with water. The pain continued and his family took him to an ER. His eye was flushed twice. He was prescribed xibrom bid or as needed for pain, bacitracin ointment qid, and prednisolone drops qid. He noted that the bottle 'smelled like bleach' and that at the ER the product was tested and found to be acidic. The bottle was confiscated by the ER, to be sent to FDA. A police report was filed for suspected tampering. The police report indicated that pt was diagnosed with chemical burns. Hospital declined to provide testing results of the complaint unit without an authorization for release of medical records, which pt declined to provide. The police department followed up with the pt. The pt told the police that 'nobody would have messed with' his bottle of eye drops. Report was turned over to FDA/criminal investigation unit. The officer in charge questioned the pt and asked him to take a polygraph test which the pt declined to do. The pt then retracted his report and told the officer that his injury was self-inflicted, that he added a diluted bleach solution to the bottle. The pt's symptoms resolved. Criminal charges have been brought by the police department and the complaint bottle has not been returned to the manufacturer.

Manufacturer narrative:
Method/other used for batch record review, chemistry and microbiological testing. A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry eval results of retained unit from the reported lot were within specifications. Microbiology eval of retailed unit from the reported lot showed the solutions to be sterile. No other reports received for this lot number.